Event description:
Femoral arterial access was obtained as well as venous access. During venous part of the study, surgeon noticed blood escaping through introducer valve was detached from the cannula. They had to compress to stop blood, unable to remove cannula from vessel. Surgeon had to perform cut down to remove device and vessel had to be replaced. A section of the device remained inside the pt's body and was retrieved by cut down into vessel and repair vessel post retrieval. There was adverse effects on the pt due to this occurrence as the pt required additional procedures; other femoral access obtained. The complainant reported that the product caused or contributed to the adverse effects. Surgery and repair on access site necessary.

Manufacturer narrative:
Two devices were returned in an unused condition in its original packaging from the same lot number as the complaint device, which was returned in a used and damaged condition: the cap had separated from the sheath, which had evidence of a partial circumferential cut near the base of the flare and no signs of elongation or material stress. The proximal (wide) portion of the flare remained in the cap and had separated at a point just below the end of the check-flo body stem. Check-flo introducer, final inspection instructs 100% inspection, confirming flare on a proximal end of sheath is caught securely in proximal fitting and that the sheath does not rotate in fittings. Additionally, an examination is performed, ensuring the integrity of the product. The strength of the junction between the introducer sheath and hub meets requirements of iso 11070, which is 15n and has been confirmed through design verification testing. Additionally, the strength of this junction on the two unused devices from the same lot as the complaint device was tested per annex c of iso (B)(4). The failure mode for these unused devices was material separation: the proximal portion of the flare remained captured between the cap and the check-flo body, and there was evidence of material elongation and stress (material color change to white) at the location of the break. The appearance of the sheath at breakage for these tested devices was quite different then that of the device that failed in the field: at the location of the break, there was evidence of a partial circumferential cut, but no sign of material elongation or stress. This cut occurred at a location on the flare just beyond the end of the stem of the check-flo body and not at the 'pinch point' between the check-flo body and sheath cap that snap together. It is possible that during manufacturing when the check-flo body is snapped together with the sheath cap to capture the sheath flare/tubing, if these components are not aligned on the same longitudinal axis, the distal edge of the check-flo body may score, or create a circumferential line of thinned/weak material as contact is made with the sheath cap. No other complaints relative to this failure mode and product family have returned complaint devices for inspection and comparison; however, as this is the first evidence of the described root cause, we are continuing our monitoring of complaints for similar occurrences. While this failure mode may be relevant to action steps recommended for sheath proximal fittings, it was initiated at management discretion prior to the receipt of this complaint. We will notify the appropriate internal personnel and continue to monitor complaints for similar occurrences. A risk analysis was performed by quality engineering regarding the failure model of hub separation for rcf(n)(w)-5.5 and 6.0 fr introducers and concluded that the risk remained acceptable and no further action is necessary.